Manufacturer narrative:
A field service engineer (fse) followed-up with the customer over-the-phone to investigate the reported event. The customer confirmed the ready light being on and constantly blinking. The customer reproduced the error by shutting down and rebooting the aia-2000 analyzer. The fse instructed the customer to use the manual door latch for the sorter and the analyzer then came to a solid ready light. The customer was able to use the button to open the loader doors. The aia-2000 analyzer was performing within manufacturer's specifications. No further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 05-jul-2018 through aware date (B)(6)-2019. There were no other similar events reported during the search period. The aia-2000 operator's manual under safety precautions states the following: - contact an authorized representative please contact an authorized representative for analyzer repairs or information on disposal. Section 2: system configuration and functionality of the aia-2000 operator's manual states the following: note 2: reagent, tip sorter, test cup sorter lamp status definitions flashing red: preparing to open reagent carousel cover, the tip sorter door or the test cup sorter door after the key was pressed or a scan operation is in progress. The most probable cause of the reported event was due to the sorter door latch not being fully engaged.

Event description:
A customer reported the ready light being on and blinking and was unable to open any doors of the aia-2000 analyzer. The customer rebooted the analyzer and computer without success. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of luteinizing hormone (lh ii), estradiol (e2), and intact parathyroid hormone (ipth) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.